Manufacturer narrative:
Correction: h6 clinical code should have been 1969 - myocardial infarction on the initial and subsequent reports.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient expired on (B)(6) 2023 due to a suspected myocardial infarction following a permanent implant on (B)(6) 2023.